Event description:
Pt passed away 3/12/2006; the combination of evnts that were reported may have caused an electrocution. The coroner put the decease man on a cardiac monitor upon arrival and found that the pacemaker was not functioning.